Event description:
It was reported that a message of "output current is possibly not being delivered" was received on a generator during initial implant. Diagnostics testing were within normal limits. The pt was subsequently implanted with the device. The flashcard containing the data from the hand held used during the implant procedure was sent to manufacturer to review. The programming and diagnostic history was reviewed and no anomalies were found other than an interrupted system diagnostic test. The faulted test was followed immediately by another system diagnostics test, which completed successfully and revealed normal device function. No altered device setting anomaly was observed. Further analysis of the flashcard data received is underway.